Event description:
Reportedly, during the follow-up performed on (B)(6) 2010 (one week post implantation), noise waves were suspected within the mode switch episode ((B)(6) 2011 18:25) recorded and confirmed on atrial intracardiac electrogram. Markers and device's functioning (threshold, lead impedance...) Seemed normal. The physician would like to have explanation about the reported behavior.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.